Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2011, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Later (exact date is unknown), the distal leg of a trunk-ipsilateral leg component implanted in the right common iliac artery had migrated proximally (distance is unknown), causing a distal type I endoleak. On (B)(6) 2016, the patient was implanted with an additional contralateral leg component to treat the distal type I endoleak and device migration. The endoleak was resolved and the patient tolerated the procedure. It was reported that the distal sealing length of the ipsilateral leg was short and the right common iliac artery had been aneurysmal.